Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura moldable durahesive skin barrier w/hydrocolloid flexible collar w/white hydrocolloid flexible collar and mold-to-fit opening.

Event description:
It was reported the patient developed reddening and skin lesions under the mass and border of the device. The patient discontinued use of the product. No further patient complications were reported as a result of this event.